Event description:
Event description guidant received information that this pacemaker had stored a ventricualr tachycardia episode on the electrograms (egm), possibly due to loss of capture. The caller noted that this system was recently implanted and had increased thresholds since implant. All other lead measurements were within the normal range.